Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer also reported cracked screen in a few places, diminished battery life, no delivery alarm and multiple priming issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window and cracked lcd window.(B)(4).